Event description:
It was reported that the pc board on an irc5po2v concentrator is defective, no lights or alarms. Per independent repair center statement, the unit will not alarm. The key failure was the pc board for the control panel being defective. Additional malfunctions were: product tank, defective; on/off switch, for the control panel, defective; ty-wrap, for the sieve beds, replaced; ty-wrap, for the sieve beds, replaced.